Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syring pump module knob would not return back to its original position which made it so the pump module would not pass the plunger position test unless the user manually closed the knob. There was no information on patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device syringe knob not returning to original position was not confirmed during the laboratory testing of the investigation. The external inspection founded a dent on the back of the syringe case. The device was tested with a preventive maintenance test, failing only the instrument inspection for a dent in the back case, but other tasks were passed successfully. An attempt was made to replicate the issue to identify its root cause, but it was not successfully reproduced. The alaris technical service manual states in chapter 2 --- checkout and configuration in summary of warnings and cautions the next statement: if a device has been dropped or severely jarred, remove it from use immediately. It should be thoroughly tested and inspected by qualified service personnel to ensure proper functioning prior to reuse. Contact bd authorized service personnel if the instrument has physical damage, fails to satisfactorily pass the startup sequence, fails a self-test, or continues to alarm. The mechanism was disassembled during internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. There was no patient involvement. Notes to repair center: suspect syringe module s/n (B)(6) (w/o: (B)(4)). Please, replace the internal frame of the barrel clamp assembly due to investigations results. Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the returned device was fully tested, evaluated, and no issues or anomalies were observed during laboratory testing related to issues with the knob. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syring pump module knob would not return back to its original position which made it so the pump module would not pass the plunger position test unless the user manually closed the knob. There was no information on patient involvement.